Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The device broke during a case inside of patient. The broken piece was removed by another grasper. An x-ray was not performed. The product has not been returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that th product broke during a case on (B)(6) 2021. Patient was not harmed or injured.